Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united stated alleged a discrepant result for one patient using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. The alleged sample initially generated a triple positive result (sars-cov-2, influenza a and b). A 2nd and 3rd sample from the same patient were tested on separate cobas liat analyzers. Both generated a negative result for all three targets. No harm is alleged, and all results were reported out. An investigation to evaluate the customer issue is ongoing. Per the FDA, eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
An investigation was conducted and identified that there appears to be true low level material being picked up in the channels as the curves represent low level amplification. No overall issue was noted in the data set. Further review of the data determined that the pcr signal for the initial run 7007 shows a clear elevation, characteristic of true pcr amplification for all three targets. Therefore, data shows that viral material was present in the sample used for run 7007, as opposed to the 3rd test which does not show any elevation (note that no data was provided for the 2nd test). The cause is therefore not associated with the hardware, but rather could be attributed to sample preparation, tube handling, etc. At the customer site. It is possible there was contamination present in the first run, producing low level amplification. Overall, no product problem identified. ----- added CT values and run number for initial test in b6. Changed device and component codes.